Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm. She stated she had changed the battery and was now receiving a battery out limit alarm. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.